Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify the alarms in the iabp¿s diagnostic error log. The stm replaced the plastic pneumatic fittings on compressor with 5k kit and ran the iabp on a trainer; however the issue persisted. The stm then troubleshot the drive manifold and replaced it; and ran the iabp on a trainer at varying rates for 45 minutes without issue while creating manual autofills. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient a "low vacuum alarm" occurred on the cs300 intra-aortic balloon pump (iabp). The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.